Manufacturer narrative:
Implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a loading error. There was patient contact. The incision was enlarged, however, no sutures were required. There was no patient injury. The patient is doing good post-operatively. Through follow-up, it was learned the lens was fully inserted, the back haptic was crimped, therefore, lens was removed during the same procedure. A back-up lens was implanted. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 09/25/2020 section h3: device returned to manufacturer ¿ yes. Device evaluation: the za9003 iol lens was returned inside its folding carton package with a cartridge. A half of the lens was returned with the cartridge. The haptic was observed slightly deformed. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The condition in which the sample returned is consistent with a lens that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed 1 other complaint has been received for this production order number and product deficiency was not identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.